Event description:
It was reported by a customer complaint that: the pt stated that the pump alarmed key stuck when no buttons were being pressed. Pt stated that at that point, pt took out battery and reinstalled it. The pump then allegedly went to the touch bolus screen and began counting up carbs. Pt stated then the pump began delivering insulin. The pt at that point disconnected and discontinued use of the device.